Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device, not yet returned.

Event description:
Per medwatch report, the facility reported while flushing 2cc of normal saline the reported did not feel any resistance whiling flushing the white lumen of the hickman catheter, the nurse heard a "pop" and the lumen ruptured and became discontinued just above the bifurcation. Remnant of lumen was immediately clamped, dressing applied. Patient denied pain/discomfort. Doctor came to the bedside to assess patient. Per doctor: plan of care was continued at that time.